Manufacturer narrative:
(B)(6). The device was visually evaluated and the anchor is confirmed to broken at the eyelet of the anchor. The tip was not returned for evaluation. The break site is rounded over as if melted. There is damage along the body of the anchor consistent with damage from graspers. Due to the condition of the returned device a full dimensional analysis could not be performed. Potentially the cause for this device failure was excessive forces were applied to the instrument, causing a result in failure. After the evaluation the most likely root cause for the reported issue was determined to be user error. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke during the deployment of the anchor in the joint. It was the second anchor which broke, the first was deployed perfectly. It was also reported that the eyelet of the anchor had broken. The healthcare professional was confident that all pieces were able to be removed using a grasper. The procedure was completed with a backup device using the same site. There were no reported patient injuries. No other complications were noted.